Manufacturer narrative:
The device was returned with the tubing and power cord severed and removed, therefore preventing functional testing. It was discovered during visual inspection that the trigger was loose and had been damaged. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device didn't work on high mode. The event timing was during surgery. There was no harm and a 0-15 minute delay. No adverse events were reported as a result of this malfunction. Upon inspection it was determined that the cord was cut.